Manufacturer narrative:
The investigation into the automated impella controller (aic) has been completed. The aic was returned for investigation. Console logs, and data analysis, were not relevant to this investigation. The console ic2715 was inspected after it was returned to field service. Physical inspection confirmed that there was extensive damage to the console¿s enclosure, including damage to the cart mount bar. The cause of the aic issue was a damaged housing, due to damage that occurred during normal use.

Event description:
The abiomed field team reported the cart mount weld was broken. There was no patient involvement.